Manufacturer narrative:
No product returning for evaluation. Should new information become available a supplemental form will be submitted. Per tandem's user guide, "insulin should be at room temperature before filling cartridge." T:slim user guide indicates, the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin, novolog was tested for up to 72 hours of use as labeled. The cartridge is contraindicated for use with products other than humalog and novolog.

Event description:
It was reported the customer experienced high blood glucose levels (300-400 mg/dl). Customer loads insulin cold into the cartridge and changes cartridge and infusion set every 2 weeks. Reportedly, customer adjusts her own settings without guidance from a healthcare professional.